Event description:
It was reported that the patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl) while wearing the pod between 25 and 36 hours on the arm. It was noted that the adhesive pad was difficult to remove, and the cannula was observed to be bent upon removal of the pod. The patient noted smelling insulin. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.